Event description:
The customer reported that accidentally over bolused. The customer stated that her blood glucose was 169mg/dl, and entered the same number as carbohydrates. The customer delivered 12.0 units of insulin and went into a coma. The customer stated that the paramedics were called and took he to the hospital. The blood glucose reading was 20mg/dl. The customer denied troubleshooting the insulin pump as she stated that there is no need. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.